Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
One resolute onyx rx drug eluting stent was attempted to be used to treat a moderately calcified lesion. There was no damage noted to the device packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues. Negative prep was performed with no issues. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used. It was reported that stent deformation occurred in vivo during positioning. The procedure was completed using a non-medtronic device. No patient injury was reported.

Manufacturer narrative:
Evaluation summary: device returned with kinks along the catheter, proximal to the guidewire entry point. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 12th, 13th and 15th stent wraps with struts raised. No deformation was evident to the distal tip. The guidewire lumen patency was not verified with a 0.015 inch mandrel due to hardened blood. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.